Event description:
Avanos medical inc. Received a single report that referenced four different incidences, which were associated with separate units, involving four different patients. This is the first of four reports. Refer to 9611594-2022-00048 for the second report. Refer to 9611594-2022-00049 for the third report. Refer to 9611594-2022-00050 for the fourth report. It was reported that the buttons had come off within a day or two of placement during rig (radiologically inserted percutaneous gastrostomy) insertion. Per additional information received 11 apr 2022, "before the procedure we clean the skin with skin disinfectant licensed medicines 2% chlorhexidine gluconate in 70% ipa sterile 3ml applicator, and only sterile water/gauze is used afterwards before a mepore dressing applied"

Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for lot 30144446 was reviewed and the product was produced according to product specifications. All information reasonably known as of 22 apr 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).